Manufacturer narrative:
Investigation summary: the customer reported that a patient was unnecessarily treated with medication and IV fluids due to falsely high bladder temperature readings. The user replaced the ge healthcare (gehc) temperature cable to correct the issue at the time. The patient's current status was not provided. The cable was discarded by the customer, so it was not available for gehc evaluation and testing. On follow-up, the customer acknowledged that the patient did, in fact, have an infection and would have received the medication regardless. Gehc also learned that the customer was using a non-gehc approved accessory with the gehc cable. Based on the limited information available, gehc concluded the root cause could not be determined. In a review of historical data, gehc did not identify an adverse trend related to this issue.

Manufacturer narrative:
Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510. This information was not provided due to country privacy laws. Device manufacture date this information is not available at this time. This product is 510k exempt. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that incorrectly high bladder temperatures were provided which resulted in the patient receiving unnecessary treatment. The patient did not sustain an injury due to the reported issue.